Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap was reported to have detached; the detached fiber cap was not retained and will not be returned. The procedure was completed using a second fiber. No additional information regarding this case is available. There was no report of injury.